Event description:
A customer reported a suspect positive sterrad cyclesure biological indicator (bi) after a completed sterrad 100s cycle. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - suspect positive biological indicator.

Manufacturer narrative:
Device information-product corrected to cyclesure biological- lot unk. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was not reviewed because the lot number was not reported. The complaint history for the cyclesure bi, review was not performed because the lot number was unknown. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. The customer did not respond to asp's attempts to retrieve more information. The lot number is unknown; therefore, retain samples could not be tested. There was no product returned for investigation. Based on the information available, a conclusive root cause to the customer issue could not be determined.